Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 55244, and the data files were returned and analyzed. The data files showed system notice 50032, indicating that the safety system detected a compromised outer vacuum, was received with a non-returned balloon catheter. System notice 50006, indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled, was also received with the returned balloon catheter. Visual inspection of the balloon catheter did show any blood inside of the balloons. The performance test triggered a 50005 system notice, indicating the safety system detected fluid in the catheter and stopped the injection. Blood was seen in the service loop inside of the handle. Pressure testing did not reveal a leak through guide wire lumen, the balloon¿s integrity was intact, and no breach was observed. In conclusion, the reported visible blood due to a guide wire lumen breach was unable to be confirmed through testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was observed in the coaxial umbilical cable. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.